Manufacturer narrative:
Due to an increased trend in drape complaints a design review was performed and it was determined that a design change would be implemented. This change was approved on (B)(6) 2019 and will reduce areas where blood can flow and access the table and components. This

Manufacturer narrative:
After further investigation was completed it was determined that the most current version of the drapes was used by the customer and were installed correctly. The drapes are not intended to keep blood from the paddles, but to aid as an extra absorbent in case of contamination. The drapes were working within specification.

Manufacturer narrative:
As of today, the investigation for this issue is in progress. A follow-up will be filed as needed.

Event description:
It was reported that during a biopsy "with bleeding of any amount, the blood is getting past adhesive side of drape and table/stage/compression paddle is bloody." No injury reported.